Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error. Customer's blood glucose level was 7.9 mmol/l. Customer was able to clear the pump errors, power loss alarm and program the insulin pump. Trouble shooting was performed for the issue but errors had occurred concurrently. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to verify pump error 24 alarm, pump error 23 alarm, pump error 68 alarm, pump error 49 alarm and battery power loss alarm due to critical pump error alarm noted.